Event description:
(B)(4) adjudicated the previously reported mi event occurred one day later than previously reported.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal lad and one endeavor sprint rx drug-eluting stent implanted to the mid lad. One days post index procedure, the patient suffered a myocardial infarction (mi). The reported mi was unrelated to the target vessel. The investigator indicated that the reported event was unlikely related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).